Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the moderately tortuous and moderately calcified anatomy and/or previously implanted stent such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous mid left anterior descending artery that is 90% stenosed. A 2.0x15mm balloon was used for pre-dilatation at 8 atmospheres and a 2.75x18mm xience skypoint stent was deployed. A 3.0x6mm nc trek neo balloon dilatation catheter was attempted to be used for post-dilatation of the stent; however, ruptured during the first inflation at 4 atmospheres. There was 3.0x10mm non-abbott balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.